Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had a keypad anomaly. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 530 mg/dl at the time of the incident. The customer treated with insulin through shots and declined troubleshooting for the high reading. The customer stated that buttons continuing to scroll without user input was the significant event leading to the keypad issues. The clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No numbers scrolling during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.